Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Investigation ¿ evaluation it was reported on 17mar2020, an event involving a filiform double pigtail ureteral stent set. The patient was implanted with the stent 6 months ago because of ureteral stricture. No damage to the stent was noticed prior to placement. On (B)(6) 2020, the patient went back to hospital to remove the stent. However, the stent was found to be broken during the retrieval procedure. The physician used forceps to retrieve the broken piece of the stent immediately. No encrustation was noticed on the stent during removal. The tether was left on the stent during use. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, quality control data, and specifications. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. Improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was not returned for the investigation, as it was discarded by the user facility upon removal. The customer provided a photograph of the broken stent. Additional information was received indicating that no damage to the stent was present during initial placement and the tether was left in place while the device was in use. No encrustation was noted on the stent upon removal. The cause for the reported failure is attributed to mishandling during removal, resulting in separation of the sent into multiple pieces. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported that during a stent removal on (B)(6) 2020 for a stent placed six months prior, a filiform double pigtail ureteral stent broke during retrieval. The user then used forceps to remove the broken piece of the stent. It was reported that no portion of the device was left inside the patient's body or that the patient experienced any adverse effects due to this occurrence. It was reported that the device will not be returned for investigation.